Event description:
It was reported that the distal portion at the catheter sheared and accidentally stayed in the pt. They are not using them in the epidural space; they are putting them into the cerebrospinal fluid (csf) spinal drains. The white tip is misleading, the user because the color of the tip indicates if the whole catheter is out. The product 910121 has a white distal tip and the ins5010 (hernetic lumbar catheter, closed tip) has a "black" distal tip. The physicians are accustomed to using the ins5010 and seeing the black tip. Recently, they have adjusted to using the sub. Additionally, it was reported that the tip marking system is not contemporary with modern practice. This leads to over insertion of the catheter by about 15cm in some instances. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.